Event description:
The account reported the brake does not hold. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the wheel on the brake caster is worn out most likely due to normal wear and tear. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventive maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The technician replaced the wheel on the brake caster to resolve the issue. Based on this info, no further action is required.